Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block (B)(6).

Event description:
It was reported by fse during routine check-up that the display of the cardiosave intra-aortic balloon pump (iabp) was showing green. There was no patient involvement.

Manufacturer narrative:
Updated fields :b4,g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they reconnected the monitor cable connections, and the unit passed all functional and safety tests and was returned to customer.